Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump's history. The battery issue led to a pump shutdown, but the impact on the customer's blood glucose level was unknown as the customer declined to provide this information. The customer attempted to use different charging supplies without success and was informed by technical support that only tandem-approved accessories should be used. A replacement tandem wall adapter and charging cable were sent to the customer, who was advised to monitor the situation and contact support if the issue persisted.